Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed cassette not attached. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified the device had not been in for service in the previous 12 months. The device was last serviced in feb-2020. The reported problem could not be duplicated however, contamination was found at downstream occlusion (dso) sensor and in the latch/lock area. The probable cause of the reported problem was contamination. The dso sensor was replaced. The device then passed all functional tests after repair.